Event description:
Sorin group (B)(4) received a report that, during the ecc, the master pump stopped and displayed an alarm. The perfusionist hand cranked until the pump was power cycled and re-started. The case was completed without further issues and there was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during the ecc, the master pump stopped and displayed an alarm. The perfusionist hand cranked until the pump was power cycled and re-started. The case was completed without further issues and there was no patient injury. Testing performed by the facility did not find any problems. The pump was returned to sorin group (B)(4) for further evaluation. The pump was run for 400 hours and no problems were found. The cause of the incident could not be determined. No further action is deemed necessary.